Event description:
Reporter alleged the advantage system was not available for blood glucose testing de to an error message within device specifications. Reporter stated that the customer had a stroke in 2007 and is unable to speak or write. Reporter stated she was unable to test pt's glucose for 24 hours prior to the pt experiencing a low blood glucose event. The reporter drove the pt to the hospital and stated that the hospital measured the pt's blood glucose in the 20's mg/dl. The reporter did not know how the customer was treated while at the hospital. A request was made for the return of the suspect device and replacement product was sent.